Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and maina body of the minicap transfer set; further described as ¿separation of the sterile tip from the white area transfer set¿. This occurred after peritoneal dialysis therapy. The patient was unable to disconnect from the cassette. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.